Event description:
Customer reportedly received result of 25.5 mmol/l on the advantage system and 3.1 mmol/l on the aviva system within 10 minutes. Customer was using an incorrect code key with the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 302633, expiration date 08/31/2011). Reference medwatch report with (B)(6) for the suspect device used in the advantage system.